Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, hernia recurrence, infection, adhesions and subsequent revision surgery. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding infection, the warnings section of the instructions-for-use (IFU) states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." This MDR represents the bard/davol perfix plug (device #2). An additional MDR was submitted to represent the bard/davol perfix plug (device #1). Note, the date of event is estimated as (B)(6) 2022, based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
Attorney alleges: ¿on or about (B)(6) 2014, plaintiff underwent hernia repair surgery. During the surgery, the surgeon inserted bard/davol perfix plug". "Following implantation, plaintiff developed chronic pain, hernia reoccurrence and adhesions". "On or about (B)(6) 2015, plaintiff underwent hernia revision surgery and was implanted with bard/davol perfix plug". Attorney alleges "plaintiff currently has chronic pain and is suffering with hernia reoccurrence". It is alleged that, "the bard mesh perfix plugs (the "mesh products") used in the above noted surgeries were defective." It is alleged that, "the plaintiff was left with ongoing and permanent injuries, which include subsequent unnecessary revision surgery, additional hospitalizations, chronic pain, infection, bleeding, internal organ injury, adhesions and abdominal complications". It is also alleged that patient continues to suffer with pain, disability, inconvenience". It is also alleged that the "plaintiff also suffered and continues to suffer for ongoing physiotherapy and other therapy including massage therapy, chiropractic therapy and medication".